Manufacturer narrative:
(B)(4). The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. The device history review shows that the product was assembled and inspected according to our specifications. The device is reportedly not available for return. The manufacturer will continue to monitor and trend related events.

Event description:
The tip of the suture broke off in the patient. The doctor was not sure if the tip remained in the patient or if it was suctioned up. The patient's condition was reported as fine.